Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call her husband was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 530 mg/dl. The customer's other blood glucose was 380 mg/dl,390 mg/dl,518 mg/dl,400 mg/dl,402 mg/dl,298 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus with pump and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report, customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.